Event description:
A malfunction alarm was reported for the pump, specifically displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump; however, the malfunction code recurred after the reset. Consequently, technical support decided to replace the pump, and the customer was provided with instructions for returning the faulty pump and confirmed the use of multiple daily injections as a backup therapy.